Event description:
It was reported that a philips sonicare 4100 series powered toothbrush and charger overheated and deformed (melted) while charging. It was confirmed that no injury occurred related to the reported event.

Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case was determined to reportable due to the alleged malfunction of the overheated resulted in deformation (melt) has the potential to cause serious injury if it reoccurs.